Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it took approximately 80 units of insulin in order to observe insulin drips exiting the infusion set tubing during the load fill tubing process. During troubleshooting, tandem technical support was unable to determine cause of issue. Customer's blood glucose was 120 mg/dl.